Event description:
A biomedical engineer reported to olympus, the evis exera iii colonovideoscope had a blockage in the irrigation channel during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no air/water flow due to a clogged nozzle. In addition, switch button 1 was cut. Objective lens and lens guide had peeling on cement. Bending section cover had excessive scratch. The bending section cover glue was cracked. The play of control knob was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Reprocessing of subject device. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility stated there was no foreign material adhered to the device. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.